Event description:
It was reported that the device presented in backup vvi mode with no defib support. Device interrogation showed memory loss. It was recommended that the patient be admitted until reset issue could be corrected, but the physician opted to let the patient go home. The physician is aware that the patient has no defib support.

Event description:
The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.